Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an emergent treatment procedure was performed when the issue happened. The procedure was completed as planned to use the same system. Philips field service engineer (fse), who determined that the issue had been caused by a software failure. After reviewing log, there is a problem with system software version that will be determined to be a system error. To resolve the issue, the fse reloaded the pc suite software and restored the system using the backup. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was executed as scheduled on the same system they were awaiting, and following the conclusion of the procedure, they restarted, which led to the system being down. Therefore, the issue is considered isolated and is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.